Event description:
It was reported that the customer went to the emergency room due to low blood glucose (bg) level of 31mg/dl. The customer consumed carbohydrates and was treated with intravenous saline to address bg level. The customer was discharged on (B)(6) 2022 with no permanent injury. Tandem technical support (cts) reviewed pump data logs and determined that the customer requested and delivered a 15 unit bolus via the tandem mobile application. Reportedly, the customer had intended to deliver a 1.5 unit bolus. Cts educated the customer on proper bolus delivery procedure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Manufacturer narrative:
D2b.